Event description:
According to the event description: "as informed by customer: "an employee, when performing a puncture on a patient using jelco no. 24, when pulling the needle (guide), did not notice that the safety mechanism that should have been obstructing the tip of the needle did not work, leaving it exposed, which ended up causing a work accident, when he pierced himself with the needle in his left hand."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The situation described when a user was performing a puncture on a patient using jelco no. 24, when pulling the needle (guide), did not notice that the safety mechanism that should have been obstructing the tip of the needle did not work, leaving it exposed, which ended up causing a work accident, when he pierced himself with the needle in his left hand. No sample received and no meaningful picture available for a proper evaluation. Referring to the instruction for use (IFU): this product is recommended to be used as explained in the instruction for use (IFU) under application section: withdraw needle straight out with a controlled and continuous motion (minimize rotation or bending of the needle). The metal safety shield will automatically attach to the needle tip as the needle tip exits the catheter hub. Reviewed the device history record for batch number 24k30g8913 and there were no defect encountered during in process and final control inspection. This product is assembled on automated assembly machines equipped with 100% vision system and test stations. The vision system conducts 100% checking at relevant critical dimension of the cannula/needle and clip position. Parts with clip damage and clip not in a correct position will be detected and automatically rejected by the assembly machine at reject station. The defective unit will not proceed to the next process. The manufacturing process cards for the complaint batch show no abnormality. The in-line test equipment is subject of a frequent calibration and a regular verification related to its proper function. Herewith potential malfunctions of the systems would be detected in-time and would be mitigated immediately. Besides the in-line test equipment, products are subjected to in-process quality control and final control inspection based on random samples basis. Clip functional test is a critical criteria and must passed. The complaint batch passed the clip functional test and showed no abnormality. As no sample was received, further investigation was not possible to determine the actual cause. The complaint batch shows no abnormality. Complaint is therefore not confirmed. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k021094.